Event description:
A customer reported receiving a 3a alarm, with no additional information on the blood glucose value provided. There was no reported impact on the customer's blood glucose level. No further actions were documented.